Manufacturer narrative:
During the device evaluation, a probable cause of the reported event was determined to be damage of the insulation due to repeated use, sterilization or cleaning. The forceps are not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the coating was coming off the tips of the forceps. No delay, no medical intervention and no adverse consequences were alleged with this event. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the coating was coming off the tips of the forceps. No delay, no medical intervention and no adverse consequences were alleged with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.